Manufacturer narrative:
Additional information was provided: at discharge, subject was asked his age and the current month. The subject initially answered with the incorrect age, but immediately self-corrected. The subjects first response was recorded and is reflected in the nihss score of 1 for this section. No neurological deficit occurred. Complaint conclusion: as reported by the sapphire study, the capture sheath of the angioguard rx did not fully engage the filter. However, the angioguard was successfully removed. There was no reported patient injury. The target lesion was located in the ostium of the left internal carotid artery with a length of 20mm and a diameter of 6mm. The eccentric lesion had no documented calcification with a 90% stenosis and no thrombosis. The vessel was a type ii arch vessel with mild tortuosity. The lesion was located at a previous endarterectomy site that had restenosed. Approach was made with a 7mm angioguard rx embolic protection device. The angioguard had been stored, handled, inspected and prepped according to the IFU. There wasn¿t anything unusual noted about the device prior to use. The angioguard size was larger than the vessel as instructed. During delivery to the lesion, the device did not pass through any acute bends, and no difficulty was encountered during advancement or crossing of the lesion. The device was successfully deployed past the lesion with good wall apposition before pre-dilation was performed. The act was maintained greater than 300 while the angioguard was deployed. Then, an 8x40mm precise pro rx stent was deployed at the target lesion, leaving a final stenosis rate of 10%. After that, the capture sheath was inserted to retrieve the angioguard. There was no difficulty advancing the capture sheath to the lesion. During retrieval, the catheter was advanced until the marker band lined up with the filter marker band while the filter remained fixed. The filter was distal enough from the lesion to prevent any interaction from other devices. However, it was reported that the capture sheath did not engage the filter. There was no filter basket deformation. The filter basket was unable to collapse into the sheath. Force was required in order to withdraw the filter since it would not recapture. The filter was eventually successfully retrieved by pulling and it was found to have no debris in the basket. The basket had not been suctioned prior to being withdrawn. Thrombus was not present prior to, at, or after the lesion site. It is unknown if any debris escaped during withdrawal. There was none documented presence of air bubbles and the patient did not have a neurological event prior to leaving the angiography suite. There was no reported patient injury and the patient was discharged the next day. A non-sterile unit of angioguard rx emboli capture guidewire system was received coiled inside of a plastic bag. Guide wire was received inside of capture sheath and no anomalies were observed. Filter basket was inspected under system vision and no damages were observed. Functional analysis was performed the filter basket can be recaptured successfully. Lr packaging l/n# 10353605, cordis lot # 35220785 per lake region report c 14,485: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10353605. This packaging lot contained (B)(4) units, which were shipped from lake region medical on january 17, 2014. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failures reported as ¿capture system/capture difficulty¿ was not confirmed due to on the device not damages were observed and the functional test was development successfully. The cause of the event experienced by the customer could not be conclusively determined nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore procedural factors might have contributed with the cause of the failures reported by the customer. No corrective actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. However, no conclusion can be drawn.

Manufacturer narrative:
Additional information was provided: it reported that the patient had an nih score of 1 and a rankin score of 0 at discharge. No adverse event occurred before discharge. It was also reported that the patient had exited the study. "Patient withdrew consent to participate in the trial after treatment." Concomitant medications were provided. Concomitant medical products: bivalrudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel.

Manufacturer narrative:
Desc of event contd: however, it was reported that the capture sheath did not engage the filter. There was no filter basket deformation. The filter basket was unable to collapse into the sheath. Force was required in order to withdraw the filter since it would not recapture. The filter was eventually successfully retrieved by pulling and it was found to have no debris in the basket. The basket had not been suctioned prior to being withdrawn. Unusual force was not used any time during the procedure. Thrombus was not present prior to, at, or after the lesion site. It is unknown if any debris escaped during withdrawal. There was none documented presence of air bubbles and the patient did not have a neurological event prior to leaving the angiography suite. There was no patient injury. The patient was discharged the next day with n nih and rankin score of 1. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices : 8x40mm precise pro rx stent catalog number pc0840rxc, lot number 16032982.

Event description:
As reported by the (B)(4) study, the capture sheath of the angioguard rx did not fully engage the filter. However, the angioguard was successfully removed. There was no patient injury. The target lesion was located in the ostium of the left internal carotid artery with a length of 20mm and a diameter of 6mm. The eccentric lesion had none documented calcification with 90% stenosis and no thrombosis. The vessel was a type ii arch vessel with mild tortuosity. The lesion was located at a previous endarterectomy site that had restenosed, and no stent was placed at the lesion prior to the restenosis. The nih score was 0 and the rankin score was 1 at baseline, and the patient was asymptomatic before the procedure. The rankin score reflects the patient¿s usage of a cane for balance after prior cva/tia. Approach was made with a 7mm angioguard rx embolic protection device. The angioguard had been stored, handled, inspected and prepped according to the IFU. There wasn¿t anything unusual noted about the device prior to use. The angioguard size was larger than the vessel as instructed. During delivery to the lesion, the device did not pass through any acute bends, and no difficulty was encountered during advancement or crossing of the lesion. The device was successfully deployed past the lesion with good wall apposition before pre-dilation was performed. The act was maintained greater than 300 while the angioguard was deployed. Then, an 8x40mm precise pro rx stent was deployed at the target lesion, leaving a final stenosis rate of 10%. After that, the capture sheath was inserted to retrieve the angioguard. There was no difficulty advancing the capture sheath to the lesion. During retrieval, the catheter was advanced until the marker band lined up with the filter marker band while the filter remained fixed. The filter was distal enough from the lesion to prevent any interaction from other devices.